Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed on the early morning hours between (B)(6) 2017. User made bolus requests without enter current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer was unsure of what bg value was. Reportedly, the customer "felt bg was low, but did not test". Customer stated they waited for bg levels to return to target naturally, and did not administer any treatment for low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.